Event description:
It was reported that during a case using the cranial guidance software, registration failed and the accuracy was off by 6-8 millimeters. The procedure was completed successfully with no adverse consequences and a 10 minute surgical delay.